Event description:
It was reported that during an angioplasty procedure in the femoral artery, the pta balloon allegedly would not deflate. A needle was inserted through the skin to deflate the balloon. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device and three electronic radiographic images were returned for evaluation. No visual defects were noted to the catheter shaft or inflation luer. The balloon was inflated with an in-house inflation device and water was seen exiting the balloon from the user-induced puncture site in the balloon. Therefore, the investigation is inconclusive for the reported deflation issue, as the balloon was returned punctured and could not be fully functionally tested. The review of the images did not confirmed the reported deflation issue. Based on the evaluation results, the device was unable to be fully functionally tested due to the puncture in the balloon. Therefore, the definitive root cause for the reported deflation issues could not be determined. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the femoral artery, the pta balloon allegedly would not deflate. A needle was inserted through the skin to deflate the balloon. Another device was used to complete the procedure. There was no reported patient injury.